Event description:
It was reported that while cleaning the distal tip of the inner sheath of the unit, the yellow insulation at the tip could be moved. Further, dried blood was discovered underneath the insulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.